Event description:
Customer reported on bravo capsule that was inserted into the bronchus instead of the esophagus. Multiple bronchoscopies were performed by the facility in attempt to retrieve the capsule. The pt was taken to operating room and the capsule was removed. The pt was placed in ICU and overnight developed atelectasis in the left lung base.

Manufacturer narrative:
(B)(4).